Manufacturer narrative:
(B)(4). Date of initial report: 2/7/2011. The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the device stopped working during use. There was no pt injury. The device was returned with the knife protruding from the jaws.